Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium (k) result on one patient generated from the architect analyzer. The results provided were: (B)(6) +1 initial = 7.5 / repeat = 5.0mmol/l. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
This complaint is associated with falsely elevated ict results generated on the architect c1600946. During the subsequent site visit, the abbott field service representative (fsr) observed that the "alk and acid valve" was leaking and the ict probe was bent. The ict probe, list number 09d63-03, and the wash sol pumps and di fill valve, part number 2-89561-03 were replaced to resolve the issue. There were no additional discrepant ict results reported on c1600946 after these parts were replaced. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the monthly product monitoring found no trends for falsely elevated ict results. A review of historical data for the ict probe or wash sol pumps and di fill valve parts found no trends. The architect system operations manual and the architect c16000 service and support manual provide adequate information, troubleshooting, and maintenance regarding erratic / discrepant results: including replacement of the ict probe and the wash sol pumps and di fill valve. Based on the investigation no product deficiency was identified for the architect c1600946, the ict probe, list number 09d63-03, or the wash sol pumps and di fill valve, part number 2-89561-03.